Event description:
It was reported that the patient presented in the emergency room due to fatigue. Device interrogation revealed loss of capture, high capture thresholds, loss of sensing, and a cardiac perforation on the right ventricular (rv) lead. On (B)(6) 2022 the physician elected to reposition the rv lead. The patient condition was stable.